Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 3.1 would not be open due to the misplacement of medication. A field service engineer manually released and opened drawer to make adjustments to the medication to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported when using the pyxis anesthesia es system, the mini engine has failed. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.